Event description:
Dr (B)(6) confirmed the patient reported pain while riding her bicycle. The physician repaired scar tissue; however the patient continued to report pain while riding her bicycle. The patient did not return to this physician for any further medical care. No more information is currently available.

Event description:
It was reported to boston scientific corporation that a solyx single incision sling was implanted into the patient on (B)(6), 2010.according to the complainant, the patient experienced injuries (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
Additional information received from phone conversation with physician on (B)(6) 2012.